Manufacturer narrative:
(B)(4). The actual pump involved is not being returned for evaluation. Per the event description, it was communicated that the nurse was able to load set into pump and closed door with the green clamp in place out side of the pump and the "pump did flash the red triangle alarm indicator. The was not knowledgeable as to meaning". It was also reported that an asv was not in use at the time. The customer started their internal investigation of the reported issue and tried to load about 20 pumps incorrectly and noted that although sometimes they could close the door and other times could not on the same pump, they did confirm the red triangle alarm functioned each time. In a follow up call to the facility to obtain additional information and the status of the availability for the pump and or pump logs for evaluation, the reporter stated that the pump that was involved in the incident was not secured at their facility and they do not know which one of the pumps was involved. As a result a pump will not be coming in for evaluation. She stated that the sales representative from b. Braun came in and reinforced proper loading of the set in the pump. The representative did a retrain with the training department and nurse managers on the usage of the pump and proper IV set loading. The reporter also confirmed that there was no harm to the patient and the "baby and mother were fine". Without the actual pump or pump logs, further evaluation was not possible however from information provided by the facility, it appears that the reported event is most likely attributed to user error. If the pump is returned and or additional pertinent information becomes available a follow up report will be submitted.

Event description:
As reported by the user facility: over infusion. Nurse was able to load set into pump and close door with the green clamp in place out side of the pump. Pump did flash the red triangle. Nurse was not knowledgeable as to meaning. Reports: set that was in use did not have asv valve [...]